Event description:
Information received that the head section would not go up. No injury reported.

Manufacturer narrative:
Bed location - bed shop. Technician found the head section is all the way down and would not go up from either siderail. Cause - the head up valve was stuck. Replaced the head up valve to resolve this issue.